Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 950 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with intravenous therapy and insulin syringes. The patient was released the following day. The pod was removed at the hospital; upon removal, it was discovered the cannula had not inserted into the skin and was bent. The duration of stay in the ER was not specified.